Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilation was performed with a 24 mm non-compliant balloon. The valve was successfully deployed with no recaptures required using the cusp overlap technique and commissure alignment was obtained. Angiography revealed mild paravalvular leak (pvl). Post-dilation was performed with a 24 mm non-compliant balloon and no pvl was noted with no gradients on hemodynamics. Following the valve deployment, left bundle branch block (lbbb) developed. The patient remained in lbbb with transient st elevations at the end of the procedure. The patient experienced heart block while being transported to the critical care unit, necessitating a return to the catheter lab where a temporary pacemaker was inserted. Hypotension occurred following the procedure, with no leak detected from the femoral site. The valve was checked on echocardiogram and was operating well. The patient was paced at 70 beats per minute when leaving the room. Additional information was received that complete heart block (chb) had occurred which was unresolved and temporary pacing was not removed as the patient passed away the evening of the implant procedure before further intervention was able to be performed. Additional information was received that per the physician, the cause of death was due to the patient was in the critical care unit and became hypotensive. No effusion was noted until following cardiopulmonary resuscitation (CPR). Effusion was drained, however the patient failed to recover and passed away. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the death. Additional information was received that per the physician, the effusion was likely caused from CPR (rib puncture).

Manufacturer narrative:
Image review: a total of three intraprocedural media files were submitted for review. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The evidence provided demonstrates a fully deployed bioprosthetic valve, with post-implant balloon dilatation performed. It was reported that the valve was deployed without the need for recapture, and post-implant dilatation was undertaken to address a mild paravalvular leak (pvl). Subsequent angiography following balloon dilatation showed a well-expanded valve positioned at a depth of approximately 6mm on the non-coronary cusp (ncc) verified in a cusp overlap view, but no evidence of aortic regurgitation/pvl. It was also documented that the patient developed a left bundle branch block (lbbb), necessitating placement of a temporary pacemaker. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Updated: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilation was performed with a 24 mm non-compliant balloon. The valve was successfully deployed with no recaptures required using the cusp overlap technique and commissure alignment was obtained. Angiography revealed mild paravalvular leak (pvl). Post-dilation was performed with a 24 mm non-compliant balloon and no pvl was noted with no gradients on hemodynamics. Following the valve deployment, left bundle branch block (lbbb) developed. The patient remained in lbbb with transient st elevations at the end of the procedure. The patient experienced heart block while being transported to the critical care unit, necessitating a return to the catheter lab where a temporary pacemaker was inserted. Hypotension occurred following the procedure, with no leak detected from the femoral site. The valve was checked on echocardiogram and was operating well. The patient was paced at 70 beats per minute when leaving the room. Additional information was received that complete heart block (chb) had occurred which was unresolved and temporary pacing was not removed as the patient passed away the evening of the implant procedure before further intervention was able to be performed.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilation was performed with a 24 mm non-compliant balloon. The valve was successfully deployed with no recaptures required using the cusp overlap technique and commissure alignment was obtained. Angiography revealed mild paravalvular leak (pvl). Post-dilation was performed with a 24 mm non-compliant balloon and no pvl was noted with no gradients on hemodynamics. Following the valve deployment, left bundle branch block (lbbb) developed. The patient remained in lbbb with transient st elevations at the end of the procedure.the patient experienced heart block while being transported to the critical care unit, necessitating a return to the catheter lab where a temporary pacemaker was inserted. Hypotension occurred following the procedure, with no leak detected from the femoral site. The valve was checked on echocardiogram and was operating well. The patient was paced at 70 beats per minute when leaving the room.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0013151971); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0012628476); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was due to the patient was in the critical care unit and became hypotensive. No effusion was noted until following cardiopulmonary resuscitation (CPR). Effusion was drained, however the patient failed to recover and passed away. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute tot he death.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.